Event description:
It was reported to philips that the system's live image would intermittently blink and disappear. The device was inside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, coronary procedure was performed by the customer and completed by delayed. The philips field service engineer (fse) inspected the system on site and confirmed that that live image was blinking and disappearing. Review of the system log file confirmed the malfunction as there was no communication with the flex vision monitor. Upon troubleshooting fse found that images were blinking spontaneously, lost geometry state and faulty potentiometer. To resolve this issue, fse replaced the longitudinal potentiometer assay. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.